Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to pain. Surgeon also reported the shell was malpositioned. Shell and liner were revised. Rep confirmed that there were no allegations against the revised liner, and that no further information will be released by hospital or surgeon.